Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
Doctor reported that when placing the implant with the driver, the driver spin and damaged the implant threads. The implant was removed and another implant was placed with the same driver. Doctor used the driver in other procedures and was fine. According to the doctor the threads of the implant are damaged.